Event description:
Immediately prior to insertion into an infant a PICC (peripherally inserted central catheter) catheter snapped breaking into two pieces. The catheter is a vygon premicath ref (B)(4) size 1fr. The nnp(neo-natal nurse practitioner) went to remove the introducing needle from the PICC, and the line snapped. The catheter was in a sterile, unopened package and as the nnp lifted it out of the package and was preparing it for insertion it snapped into two pieces.